Manufacturer narrative:
The calibration and qc data were requested but not provided. A general reagent problem was rejected. The product meets specifications. The investigation did not identify a product problem. The cause of the event could not be determined. Age at time of event is approximated and date of birth is listed using day/month of the event as only the year born was provided.

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient sample with the cobas e 801 module serial number (B)(4). The initial result was 7 miu/ml . The sample was sent and tested with a competitor method and found to be negative. The questionable result was not reported outside of the laboratory.